Event description:
In march 2003, the patient reportedly was seen for device evaluation. The audiologist was unable to establish link. External equipment was exchanged. However, the problem was not resolved. The patient was referred to the original implant center for testing. In 2003 the patient was seen at the center for device evaluation. Testing confirmed that the device was no longer functioning. The patient's device was explanted. The patient was reimplanted with another clarion device.